Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU): contraindications: a pt with a uterine cavity width less than 2.5cm, as determined by the width dial of the disposable device following device deployment. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.

Event description:
User facility reported that during an attempted novasure endometrial ablation, there were unsuccessful attempts to seat the disposable novasure device in a uterus that measured 2.0cm. When the physician "felt" he had perforated the uterus, the procedure was abandoned. The perforation was confirmed on post hysteroscopy. During follow-up in 2009, it was reported no treatment was needed for the perforation and the pt was discharged home following the attempted ablation on event date. During follow-up the following month, the physician reported the pt was seen on follow-up eight days prior, and she is fine. "A tubal cautery" via laparoscopy, and dilatation and sounding with a metal sound (not a hologic device), were performed just prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.